Event description:
According to the report of april 30, 2007, the clinic has reported concern over an increasing number of hi channels. Previously channels 9 and 11 have shown hi with fluctuating impedances on channel 12. Additional information was received from the patient's audiologist in feb regarding changes in the pt's device test results. The report file was requested in order to determine if integrity testing was needed, but was not received until apr 23, 2007. Only measurements from sept 26, 2006 were included which indicated 2 hi electrodes. Since then another electrode has gone hi, however, we do not have the report file at this time to tell us which one. The patient's audiologist reports that the patient is functioning fine with her programs and that all hi channels have been turned off.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.